Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with transient atrial fibrillation (af) and enlarged left ventricle (lv). A mitraclip xt was deployed on the mitral valve, reducing mr to a grade of 2. On (B)(6) 2025, the patient presented to the hospital with persistent atrial fibrillation (af) and worsening heart failure. An echocardiogram was performed and revealed that the clip opened while locked (cowl), causing mr to increase to a grade of 4. The patient required hospitalization. On (B)(6) 2025, a second mitraclip procedure was performed, one clip was deployed on the mitral valve, reducing mr to a grade of 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided, a cause for the reported unintended movement associated with clip opened while locked resulting in mitral valve insufficiency/regurgitation could not be determined. Additionally, the reported heart failure and atrial fibrillation are cascading effects of the mr. Mitral regurgitation, heart failure and atrial fibrillation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).